Event description:
Revision surgery - the surgeon revised from a bipolar hemi to a total hip, he replaced the head and bipolar. The surgeon commented, "the bipolar and head showed no wear."

Manufacturer narrative:
The reason for this revision surgery was identified as a replacement of the bipolar components after 3.3 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this product. The root cause for the revision surgery could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.